Event description:
"S/p b subgl infra 245cc gel salines" "(surgitek) - in the mid-late 1990's pt developed systemic sx's and rash on ant trunk and had MRI which indicated rupture. Also had ptosis and encapsulation in "1998" "had b capsulx/removal and submusc replacement w/textured contoured mcghan 330cc salines. Both implants were ruptured rt more than lt and purulent fluid was found on rt side. The pt states that since sx b breasts hurt lt more than rt. The breasts are increasingly distorted and deformed and systemic sx's markedly worsened. Has recently been dx'd as having hepatitis c is offered interferon rx. Pt desires removal of implants. Has been otherwise healthy."